Manufacturer narrative:
Device evaluation: the marathon micro catheter was returned for evaluation and the clinical observation was confirmed as the distal marker band and tip of the micro catheter was found to be separated from the micro catheter body. The marathon micro catheter distal end appears to be bent. The appearance of the bent distal tip is consistent with shaping. The customer reported the distal tip was shaped. Approximately 0.6mm of the marker band and distal tip were found missing from the marathon micro catheter. The reason for this segment not returning was not provided. The tubing material at the broken end exhibited with jagged edges and stretching. No other anomalies were observed. It is likely that the distal tip became damaged during the shaping process subsequently causing the distal tip to become separated. The broken end exhibited plastic deformation (jagged edges and stretching) of the tubing material which further indicates that micro catheter distal tip separated when pulled and exceeding the tensile strength of the tubing material. Per the marathon IFU (instructions for use): ¿remove shaping mandrel from card and insert into distal tip of the catheter. Carefully bend catheter tip and shaping mandrel to desired shape. A slight over exaggeration of the shape may be required to accommodate for catheter relaxation. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds). Allow catheter tip to cool in air or saline prior to removing mandrel. Remove mandrel from catheter and discard. Multiple shaping is not recommended. Inspect the tip for any damage that may have resulted from steam shaping the catheter. If any damage is found, do not use the catheter.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon micro catheters are expected to return for evaluation. Once received and evaluation is complete, a supplemental report will be submitted. Mdrs from this event: 2029214-2017-01002 and 2029214-2017-01003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after shaping the catheter tip for 20 second the tip was disconnected. A second marathon was used and the tip was reported to be damaged with a hole. There were no patient symptoms associated with this event as this occurred prior to use on the patient. Another micro catheter was used to complete the case. There was no injury to the patient. The patient was receiving treatment for a spinal avf. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter flushed as indicated. The catheters were inspected prior to use and the tips were steam shaped. The tips of both catheter were shaped the same. The catheters were shaped by holding the shaped portion approximately 1 inch (2.5cm not less than 1cm) form the steam source for about 20 seconds (not exceeding 30 seconds). The catheters were allowed to cool in air or saline prior to removing the mandrel. For the second catheter, there was no friction or difficulty during insertion of the stylet. The hole was observed after shaping, when advancing the guidewire.